Manufacturer narrative:
The device return is anticipated, however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported using a bflex 2 ultraslim 2.8 single-use bronchoscope for a drug-induced sleep endoscopy (dise). As the provider inserted the bronchoscope into the patient's nare, a problem with the light source became apparent. While the proximal light source illuminated some tissue, the rest of the image was very dark, hindering the ability to accurately identify the anatomical location within the nare. As a result, the bronchoscope was removed from service, and the procedure was successfully completed using a third-party bronchoscope. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope bflex 2 ultraslim 2.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When using the bflex with verathon's test equipment, the bflex produces a normal image. Furthermore, the light-emitting diode (led) and articulation functioned normally. The bflex passed verathon's device functionality testing and was confirmed to be operating according to specification. Neither the monitor nor the cable used with the bflex were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the bronchoscope was scrapped due to being single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.